Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during balloon angioplasty, a non-abbott balloon was used over an unspecified spartacore guide wire. The non-abbott balloon separated. Snaring of the separated balloon was attempted but was unsuccessful. During the removal attempt, the balloon came out partially with the sheath; however the spartacore guide wire could not be removed from the vessel. Manual pressure was held but the guide wire was extending outwards from the right femoral area and the patient was sent to surgery. Right femoral artery exploration was done and it was noted that the spartacore guide wire had knotted in the vessel. The guide wire was able to be removed via surgery and the outcome was reported to be successful. No additional information was provided.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation. Investigation is not yet complete. A follow up report will be submitted with all relevant information.